Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the unit power switch was pushed in beyond the correct position and does not function and the scope socket was worn, the unit was slightly dusty, and the unit would not power on due to the switch failure. It was found the unit had a black switch collar which identified this switch as the old type. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus while preparing for use, power switch no longer works and was stuck at off, the visera elite xenon light source cannot be powered on. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was estimated that ¿the power switch is broken and the power switch cannot be turned on¿ because the product was produced prior to the design switch and before countermeasures were implemented. The power switch was broken because the operating power and the number of power switch applications exceeded the assumption. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.